Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown.

Event description:
It was reported that an unknown biomet abutment screw loosened. The implant is intact. Tooth location 15.

Event description:
It was reported that an abutment screw (iunihg) loosened. The implant is intact. Tooth location 15.

Manufacturer narrative:
An certain gold-tite hexed screw (iunihg) were received. Visual inspection of the returned products identified significant signs of wear due to usage around the abutment and the screw. The screw had evidence of wear and discoloration around the threads and the hex. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.